Event description:
It was reported that the right ventricular lead had dislodged probably because it did not have enough slack from the implant. The lead was explanted and replaced. It was also reported that the new lead is in a better position with enough slack even though the lead lengths are the same. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).